Manufacturer narrative:
A ge representative evaluated the system and replaced the power motor relay board. System operates as intended.

Event description:
The customer reported the vertical lift would not move up and down. No patient injury was reported.